Event description:
It was reported by service report that the fowler would not hold and the scale did not record the accurate weight. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Results: load cell, gas cylinder leak.